Manufacturer narrative:
Date of event: event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-05267. It was reported that the patient's leads migrated. Surgical intervention took place on where both leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.